Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a defective circuit board (identified within the device as the "cr" board). A further cause of this defect could not be presumed. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while reprocessing his olympus high flow insufflation unit the unit was experiencing power problems. According to the initial reporter, the unit display would go black and beep shortly after powering the unit on. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A defective printed circuit board was discovered and caused the front panel to black out and the buzzing alarm to generate. If additional information becomes available following the device evaluation, a supplemental report will be filed.